Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse re- installed the prefilter and cleaned the inside of the analyzer. The customer ran calibrators and controls to verify instrument functionality. No error were noted and instrument is functioning as intended. The most probable cause for this event is operator error during replacement of the filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported that they getting error message "150 grad sensor error". The customer stated that they rebooted the instrument twice and the error still persists. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.